Event description:
It was reported that the patient had an allergic reaction to lidocaine during the use of a foramen needle to access the foramen. It was noted that lidocaine was injected at the sacral area and the patient became incoherent and their blood pressure dropped. It was noted that no leads were placed in the patient. It was further noted that the case was aborted and the patient was taken to the hospital. It was further noted that the patient was released from the hospital two days later and was doing well. It was noted that the caused was determined to be a reaction to lidocaine unrelated to the product. It was noted that at the time of the report the patient was alive with no injury.

Manufacturer narrative:
Product ID 3057-1sc, lot# n368885, product type screening device. (B)(4).